Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right atrial (ra) lead and the right ventricular (rv) lead were "never activated" and were since activated by a medtronic representative. The ra and rv leads were activated and remain in use. No patient complications have been reported as a result of this event.